Event description:
It was reported that the e360 ventilator had continuous alarm sound. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
A service provider (sp) checked the ventilator and found a loud sound coming from the ventilator. The sp opened the back panel and found a leakage in the barrier filter as the tube was disconnected. The sp reconnected the connection and the issue was resolved. The ventilator was found to be working properly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported event occurred prior to use. The ventilator was not in use on a patient at the time of the reported event.